Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reasons. No additional information is available at the moment. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received regarding: h6.device codes.

Event description:
It was reported that that this right atrial (ra) lead was explanted due to high capture thresholds measurements. The lead was also damaged during the extraction, because of this was unable to be implanted. No additional information is available at the moment. No additional adverse patient effects were reported.